Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the cause for the reported shut down at the beginning of the procedure and subsequent cancellation was due to a faulty upper assembly. The device functioned as intended following repair. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This event is being reported based on the analysis of the returned device.